Manufacturer narrative:
Concomitant information; alinity c processing module sn # ac01784 is connected to scm02645 which is at (B)(4). A product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4), and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed error code 5690, restricted sample pipettor movement at the rack while processing on the alinity c processing module. After inspection of the instrument, the abbott technical support specialist (tss) noted that the sample probe was bent, which was replaced, and performed calibration. During the calibration, the tss observed an issue at the outer sample position, but the calibration passed without generating an error. The tss repeated the pipettor calibration, and the instrument performed as intended. No impact to patient management was reported.